Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set was in use for 1 day. Infusion set tubing was leaking. Patient replaced the infusion set and resumed insulin flow. No further information available.